Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Prior to the alarm occurring, the customer had put the pump into a washing machine. Customer's blood glucose was 508 mg/dl. How customer addressed bg level is unknown however pump data logs show pump gave customer a bolus for high bg around time the high value was manually entered on the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."